Event description:
The complainant alleged that during a defibrillation to a pt (age and gender unknown), the device displayed a "defib fault 72" message. The complainant was able to obtained another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.